Event description:
It was reported that the lead exhibited varying hv lead impedance measurements. The physician has elected to take no action. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.